Manufacturer narrative:
The reported issue that the secondary infusion was not restorable following placing the system in standby mode was an incident that could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The restore only providing the primary infusion parameters if the pump is turned off (idle) was confirmed to be the expected behavior. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module was reportedly being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted CAPA reference #: n/a. Device was not returned to manufacturing facility.

Event description:
It was reported from the emergency department that when an antibiotic was running with a carrier fluid and clinician have to go down to radiology for something and patient had to come off the pump. Clinicians would put the pump in standby mode. Then they do the "channel select" and choose "restore" to restart the infusion. However, it would only restore the carrier fluid.... The primary. The secondary was gone from its memory. The secondary had to be manually reprogramed. Although requested, additional information was not provided. There was patient involvement.